Event description:
The customer stated that she was hospitalized with blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the leadscrew test, but the customer didn't have the tubing clamp to perform the high pressure test. The customer mentioned that she gets infections at the insertion sites when she inserts the infusion sets on any part of the abdomen except for the right side. The customer did not feel comfortable using the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.